Manufacturer narrative:
Additional information received indicates this complaint is a duplicate to the event reported in 2518902-2021-00040. This complaint will be closed as a duplicate. The ongoing investigation results and any additional information received will be reported through follow up reports to 2518902-2021-00040.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient called bmt office after noticing small bubbles to cvad line. Was instructed previously to notify bmt if air/bubbles in line was observed again. One small bubble (approx. 3 mm) noted above cap to red lumen of cvad. One slightly larger bubble (approx. 5 mm) noted above clamp to blue lumen. Both lumens of cvad flushed well with normal saline, with excellent brisk blood return noted upon aspiration.